Event description:
Pt had left total hip replacement 10/11/93. Admitted 2/12/95 with dislocation of left hip. Pt was bending over dusting furniture when dislocation occurred. Closed reduction of left hip done. 3/8/95 admitted with dislocation of left hip prosthesis. Closed reduction done. 4/17/95 admitted with dislocation left hip prosthesis. Closed reduction done. Add'l cat # 6624-65-25, 6728-87, 9026-28, 6630-13. Add'l lot # 44242600, 48809700, 43744900.